Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was provided with a replacement device. The device was archived by stryker. Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. The cause of the reported issue was isolated to the reed switch, sw5.

Event description:
The customer contacted stryker to report that their device was not powering on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.